Manufacturer narrative:
(B)(4). Product surveillance spoke with the caregiver (cg) who confirmed this was an isolated incident. The cg confirmed he tightens connections and has had no other issues. The cg confirmed product sample was discarded and the home patient (hp) was doing fine with therapy.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Additional information will be provided upon completion of baxter's investigation.

Event description:
A caregiver (cg) contacted global technical services regarding a patient line that disconnected during drain 2 on the homechoice (hc) machine. The technical service representative (tsr) advised the cg to end therapy and to notify the nurse. The tsr further assisted the cg with ending therapy. No further information is available at this time.